Event description:
Caller states the patient tested 1.1 inr on coaguchek s system 1 and 2.4 and 2.5 inr on coaguchek s system 2. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 770a, expiration date 02/28/2010). Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 1.